Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited loss of capture (loc) at high outputs. It was noted that the patient was not pacemaker dependent. No obvious anomalies were observed under x-ray. An invasive procedure was performed. The lead was explanted and replaced and the ICD remains implanted and in service. No additional adverse patient effects were reported.